Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal delivery. Customer's blood glucose was unknown mg/dl. The customer received a e70 alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. Unable to confirm e70 error alarm in alarm history due to history file was over written. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.